Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "serial dilation and intentional fracturing of stents in congenital heart disease - benchside tests and initial clinical results". This retrospective study presents the results of bench side tests of intentional stent fracturing, and the initial clinical experience in small patients with congenital heart diseases. To prove the efficiency of the strategy for treating small children with stent implantation, a series of bench side tests for different brand stents, including the medtronic resolute onyx stent, were performed as a first step. Stents were serial dilatated with high pressure balloons with increasing sizes (no more than 2mm difference in diameter of the following balloons). The strategy of second-stent implantation preceding the fracturing procedure was also tested on the bench side. Tests were carried out until the stent was fractured and the maximal diameter of the stent before cracking was reported and named ¿fracturing size.¿ seventeen patients were treated with stents that were subsequently intentionally fractured. In the patient tests, a stent was considered to be fractured if it was expanded above its fracturing size, and if no residual waist on the balloon was seen in the final fluoroscopy. One pediatric patient with severe coarctation of the aorta (coa) in a critical condition, was treated with a 3.5x8mm resolute onyx stent over a carotid approach to the coa, during the initial implantation procedure. After stent implantation, serial dilatations to adapt the diameter of the stent to vessel growth was performed. The first follow-up angiography was performed three months after stent implantation. Fifteen months post stent implantation, a 5.0x12mm non-medtronic stent was implanted in the resolute onyx stent, and subsequent intentional stent fracture of the resolute onyx stent was performed with an 8mm non-medtronic ultra-high-pressure balloon to 35 atm. Stent fracturing was successful, and no balloon rupture was observed. No bleeding or other serious complications related to the fracturing were observed.

Manufacturer narrative:
K. Gendera, p. Bambul heck, a. Eicken, d. Tanase, p. Ewert, m. Von stumm, s. Georgiev. "Serial dilation and intentional fracturing of stents in congenital heart disease - benchside tests and initial clinical results". Catheterization and cardiovascular interventions, no. 105, 2024, doi.org/10.1002/ccd.31309. Pmid: 39623598. Pages: 150-157. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.